Event description:
The customer reported to olympus that the evis exera gastrointestinal videoscope air/water nozzle was clogged. The issue was observed during preparation for use and there were no reports of patient harm associated with this event.the device was returned to olympus for a device evaluation and found that a third-party repair had been performed. Below the nozzle, a dark foreign material was found inside the air/water tube which was not possible to remove or to identify. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the evaluation also found the following: due to clogging of nozzle, water supply volume did not meet the standard value, due to a crack on grip, water tightness was lost, due to wear of the lock engagement lever, the up/down knob could not be locked securely, the control unit had a crack - (control unit) third party repair has been performed, the suction cover had a crack - (suction cover) third party repair has been performed, the color ring had a crack - (color ring) third party repair has been performed, the lock engagement knob had a chip - (lock engagement knob) third party repair has been performed, due to burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value - (plastic distal end cover) third party repair has been performed, due to damage on bending tube, bending angle in the up direction exceeded the standard value - (bending tube) third party repair has been performed, the adhesive on the bending section cover rubber had a chip - (adhesive on bending section cover rubber) third party repair has been performed, and the connecting tube had a dent - (connecting tube) third party repair has been performed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that black foreign matter was stuck in the air/water channels. Due to the leak, it is likely that the reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you locate a leak, remove the endoscope from the water and contact olympus." Olympus will continue to monitor field performance for this device.